Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument conductor wire was noted to be defective. There was no report of patient involvement.